Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient developed infection at the ipg site. Symptom included drainage at the ipg site. The patient was prescribed oral antibiotics and underwent an explant procedure of the ipg. No device malfunction was suspected. It was believed that the infection was not device or procedure related.